Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20095612. Medical device expiration date: 2020-09-11. Device manufacture date: 2023-09-11. Medical device lot #: 21069690 medical device expiration date: 2024-06-21 device manufacture date: 2021-06-21 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd secondary infusion sets experienced component separation, and leakage. The following information was provided by the initial reporter: I wanted to draw your attention to a few instances we have had with our bd secondary sets that have snapped below the chamber with minimal force. We¿ve had two instances that actually led to chemotherapy spills while the nurse was administering chemotherapy. We then went through stock we had available and found approximately 15 more sets that had the same problem. We also have at least 4 boxes of the same lots that and expiration that could be impacted. We have started checking each tubing set prior to compounding because of the severity of the damage and end result leading to a potential chemo spill.